Event description:
It was reported that the patient had been using the indwelling catheter and changed it every two months. It was stated that customer flushes the catheter once a day and usually at night. On 12/15 when customer tried to flush they could not do it and was like the catheter was blocked or clogged. So they tried changing balloon and several things but nothing worked.

Manufacturer narrative:
The reported event is confirmed, cause unknown. The used two-way foley catheter was returned without the original packaging. No visible defects were noted on the catheter, however, encrustation was noted to be present within the drainage eye. Although a specific cause cannot be determined, a potential root cause for this event could be, "biological deposits" or "blocked by clots, etc." No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use." "Routine hygiene (e.g., cleansing of the meatal surface during daily bathing or showering) is appropriate". Correction: g. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had been using the indwelling catheter and changed it every two months. It was stated that customer flushes the catheter once a day and usually at night. On (B)(6) 2022 when customer tried to flush they could not do it and was like the catheter was blocked or clogged, so they tried changing balloon and several things but nothing worked.